Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the inferior part of the lens seemed anteriorly vaulted and there is a shadow behind the lens. The patient feels vision is improving but complains of hazy vision. The rhexis was measured to be about 6mm at the slit lamp, with the inferior hinge exposed. The patient was put on cyclogyl tid for 10 days to see if the lens settles back. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the surgeon is evaluating treatment options.